Manufacturer narrative:
The device was received for evaluation. During functional testing, "device failed the downstream occlusion test (7-19 psi) with values of 19.8, 21.4, 20.7, 19.8, 20.0, 20.1." Was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low, and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 19.8, 21.4, 20.7, 19.8, 20.0, 20.1 pounds per square inch (psi) occurred in the biomedical service department. There was no patient involvement. No additional information is available.